Manufacturer narrative:
Additional/updated information was added to reflect the lift being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, a missing nut was observed at the hanger bar. Without this nut in place, the bolt could come loose and the hanger bar could fall. However, per the user manual, the lift should always be inspected for any damage or missing components before each use. No failure of the device itself was observed. The underlying cause of the missing nut could not be determined.

Event description:
End user was being transferred from a bed to a chair when the bolt where the sling hooks on came out and the end user fell.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
End user was being transferred from a bed to a chair when the bolt where the sling hooks on came out and the end user fell.